Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (non-functional te) has been confirmed.  Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open front therapy electrode pulse wire in the cable connecting the distribution node (dn) and ECG "b".  The root cause for the open wire was excessive force.   No adverse events occurred from the electrode belt malfunction.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.